Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident, it was determined that multiple orders from cerner did not cross over to all machines. A technical support specialist (tss) dialed into the server, ran a critical override query, checked the sync information, confirmed that devices were uploading and downloading data correctly, and continued monitoring until all devices were out of critical override. Finally, the tss confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders from cerner were not crossing over to all machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.